Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1). Product no longer available for return.

Event description:
It was reported the customer received the following results, with two different aviva nano meters, within 10 minutes: 25.2 mmol/l (system 1) and 5.8 mmol/l (system 2). The customer used different test strip lot numbers for the comparison. No adverse event was reported. The strip lot numbers were not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.